Manufacturer narrative:
At this time, this lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) a few days after it was implanted. The physician suspected the lead had dislodged due to the not compliant behavior of the patient. The patient suffers from dementia and shortly after the implant she raised her arms above her head pulling off her bandage. The rv lead was successfully repositioned to resolve the issue and currently remains in service. No additional adverse patient effects were reported.